Event description:
It was reported that the customer's insulin duration setting was different from customer's previous pump and customer's blood glucose level was elevated with ketones. Contact indicated that health care provider had set temp rate to correct high blood glucose level due to customer being sick. During troubleshooting with tandem tech support, contact changed the insulin duration setting from 5 hours to 2 hours.

Manufacturer narrative:
Followup - 12/22/2014: customer was reportedly doing better and blood glucose level had normalized. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.